Event description:
It was reported that the lure connector on the pump intermittently detached, causing the pump to drop, and that the customer previously broke a cartridge inside the pump during a supply change and removed fragments with tweezers before resuming use. Symptoms included no reported changes in blood glucose. Outcomes included replacement of the pump and successful return of the original unit. Investigation included review of device use history and customer interview. Investigation of this case revealed an intermittent connection issue at the lure interface and prior user-handling damage to the cartridge within the pump, with no verified device malfunction during the reported event. It was concluded, based on previously established findings for similar reports, that the cause was user handling and connection integrity at the lure interface.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.